Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call external ram crc error alarm and unexpected restart alarm. Customer's blood glucose level was between 136-150 mg/dl. Customer heard beeping, they replaced the battery, then they received an empty reservoir alert and the time was incorrect. Customer advised they were in bed and an unexpected restart alarm occurred. Customer's alarm history showed three external ram crc error alarms and when they tighten the battery cap it would turn off the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.